Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pt care director reported the equipment was not cutting and the aspiration was poor during a cataract with intraocular lens implant procedure. The procedure was completed with the same equipment with no harm ot the pt. The initial report stated they believe the event to have been caused by operator error.